Event description:
It was reported that the patient felt uncomfortable with the position and shape of the device. In addition, threatening skin penetration was noted. The device was repositioned and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).